Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the us. It was reported that the customer received a shipment of hls sets. It was noticed that one of the packaging had a pierced hole in the top covering of the box and protective sterile seal (tyvekcover). The customer didn't use the set. No harm to any person has been reported. The affected beq-hls 7050 USA#hls set advanced 7.0 with lot#3000152246 was investigated in the getinge laboratory. During the investigation a torn velcro strap which fixed the hls module inside the packaging was detected. Therefore the hls module could no longer be secured adequately. Furhermore, damages on the outer carton were detected. Based on the investigation results the most probable root cause could be determined as a damage during transit due to excessive physical force, which led to the reported failure. Based on the investigation results the reported failure "tyvekcover damaged on hls" could be confirmed. The production history records (DHR) of the affected beq-hls 7050 USA#hls set advanced 7.0 with lot#3000152246 were reviewed on 2021-12-20. According to the final test results, all hls sets with lot#3000152246 passed the tests as per specifications. There is no indication on manufacturing issues. Thus production related influences are unlikely. Since the reported failure was determined as a transport damage, the getinge customer service was informed about that event to inform the xpo logistics. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending

Manufacturer narrative:
The investigation is ongoing. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported that the customer received a shipment of hls sets. It was noticed that one of the packaging had a pierced hole in the top covering of the box and protective sterile seal. The customer didn't use the set. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(4).